Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of telemetry failure. It was noted however that the cable was worn and it was replaced as a preventive measure. The device then passed its functional and bench testing. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head experienced telemetry failure during a patient check; a different rf h ead was used. Initial analysis noted that the cable of the rf head was worn, and it was replaced as a preventive measure. The rf head has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.